Manufacturer narrative:
Reported event: it was reported that dr anderson was tightening the femoral array onto the array adaptor and it broke off inside of the pin clamp. Product evaluation and results: visual inspection visual inspection confirmed thumb screw broke off in clamp. Dimensional inspection dimensional inspection was not completed since visual and functional inspection confirmed thumb screw broke off in clamp. Functional inspection functional inspection confirmed thumb screw broke off in clamp due to overtightening. Product history review: review of the device history records indicate 60 devices were manufactured under lot 19020711 and rejected on (B)(6) 2011. Review of npr - 11 - 11 - 0015 revealed that all units were dispositioned as "accept and move to stock" on (B)(6) 2011.non conformance is not related to the failure alleged in this complaint complaint history review: a review of complaints in catsweb and trackwise related to p/n 112100, lot number 19020711 shows no additional complaint related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : product was not available for evaluation

Event description:
(B)(6) was tightening the femoral array onto the array adaptor and it broke off inside of the pin clamp. Pka. Surgical delay 5-10 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr (B)(6) was tightening the femoral array onto the array adaptor and it broke off inside of the pin clamp. Pka. Surgical delay: 5-10 minutes.